Event description:
While undocking robot at the conclusion of a robotic assisted radical nephrectomy, scrub nurse noticed a bulge under the scissor tip cover of the robotic endowrist. Scissor tip was difficult to remove. Instrument was passed off the sterile field, when removed; multiple pieces of the endowrist shaft were found to be loose under the scissor tip. Surgeon notified. Laparoscope used to view the surgical field and evaluated for loose pieces remaining. None noted, area thoroughly irrigated and suctioned out. Remaining pieces of instrument were collected.